Event description:
The customer reported the ventilator backup battery was not working. The customer contacted manufacturers product support (pse) and during troubleshooting it was found the screws holding the fan were in backwards.